Event description:
It was reported that on (B)(6) 2023, a 12mm amplatzer septal occluder was chosen for implant on an atrial septal defect (asd) using an 8f amplatzer trevisio intravascular delivery system. The patient had a complex anatomy due to a congenital malformation of cardiac chambers and connections. The 12mm amplatzer septal occluder was attempted to be placed, but the device did not provide a complete closure, so it was removed prior to release from the delivery cable. There was no allegation against the sizing of the 12mm amplatzer septal occluder. Next, a 6mm by 6mm amplatzer duct occluder ii was chosen to minimize the interaction of the disc with the atrial wall. The result was unsatisfactory with incomplete closure, so it was removed prior to release from the delivery cable. There was no allegation against the sizing of the 6mm by 6mm amplatzer duct occluder ii. Then, a 18mm amplatzer pfo occluder was deployed and released. Due to the complex anatomy, the device did not sit as expected on the septum upon release, and closure was not completely achieved. The exact origin of the leak could not be determined. The device was successfully snared and retrieved from the patient. A 20mm non-abbott septal occluder was then attempted for implant. The device was still not able to achieve complete closure due to complex anatomy, but it was released and left in place. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Field indicated that due to the complex anatomy, the device did not sit as expected on the septum upon release, and closure was not completely achieved which could have contributed to the reported event. Based on the information received, thecause of the reported incident could not be conclusively determined.